Event description:
It was reported by the patient that they received a shock while cleaning an electric stovetop. The patient also complained of chest pain and was seen at the clinic. No determination was able to be made as to whether the shock was inappropriate, but there were no known issues with the device. Results of an ultrasound are pending. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.